Manufacturer narrative:
Event site name: (B)(6) hospital. The initial reporter was biomedical health professional. Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 20th february, 2024 getinge became aware of an issue with one of surgical lights - volista standop 400. As it was stated one out of the six fixation screws holding the device main tube was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as missing screw holding the device configuration may lead to the device detachment from the ceiling and serious injury.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - volista standop 400. As it was stated the screw fixing the cover on spring arm was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. There is no information if the claimed device was not being used for patient treatment or diagnosis when the event took place. It was detected loose screws on the spring arm cover. These screws attach the covers on the spring arm structure. The manufacturer of the spring arms, ¿ondal¿, led several tests on a spring arm performing 20.000 cycles of up and down movement. The test with a loosen screw, with a complete turn back, shows that it¿s the only case where the screw continue to loosen. Based on the analysis of the cases reported, several cases were detected, all delivered in the same hospital, on a period less than 1 year after the installation, the other cases were detected more than 1 year after the installation. The cases detected after more than 1 year after the installation correspond to a lack of inspection during the yearly preventive maintenance. The loosening detected on a period less than 1 year after the installation probably corresponds to a manufacturing issue, due to an incorrect initial tightening on the production line. To prevent the loosening and the fall of the screw, the technical manuals indicate to check all the fixing screws and to check the hold of the spring arm covers during yearly preventive maintenance. The screw have a long threading, its loosening is visually detectable during cleaning or during yearly preventive maintenance. As improvement measure, since october 2019, the spring arms covers are assembled, on the product line, with tuflok coated screws. In any case, by design, the nylon patch of these screws acts as a mechanical locking and prevents the loosening and the fall of the screw. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time. The correction of b3 date of event, b5 describe event and problem, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous b3 date of event: 02/20/2024. Corrected b3 date of event: n/a previous b5 describe event and problem: on 20th february, 2024 getinge became aware of an issue with one of surgical lights - volista standop 400. As it was stated one out of the six fixation screws holding the device main tube was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as missing screw holding the device configuration may lead to the device detachment from the ceiling and serious injury. Corrected b5 describe event and problem: on 13th february, 2024 getinge became aware of an issue with one of surgical lights - volista standop 400. As it was stated the screw fixing the cover on spring arm was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a.

Event description:
On 13th february, 2024 getinge became aware of an issue with one of surgical lights - volista standop 400. As it was stated the screw fixing the cover on spring arm was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.